Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to recurring urinary incontinence. The patient was implanted with a tandem cuff sometime in 2013 and was incontinent following that procedure. The existing aus device was explanted and replaced with a new one as a result. The recurring urinary incontinence was not attributed to an aus device malfunction. The patient was reported to be recovering after the procedure.